Manufacturer narrative:
The following devices were also listed in this report: ceramic head; cat # unk_shc; lot # unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr notified (stryker rep) of patient needing revision surgery of an abg ii cup & +/- abg1 stem, due to osteolysis behind the cup. Primary surgery done in 1997/1998; exact date unknown. Stryker rep notified of case on 15th april 2024. Revision case on (B)(6) 2024. Case proceeded without delay, patient required cup only revision. Abg ii cup was revised to a depuy revision shell and dual mobility liner. Corin provided a bio-ball head and sleeve for the 6 degree taper abg1 stem.

Manufacturer narrative:
Added implant date. Reported event: an event regarding osteolysis involving an unknown shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: by report alone, a patient underwent revision acetabular procedure for osteolysis behind and abg 2 cup. The cup was revised to a competitive design. No medical records pre or postoperative were provided for review. X-rays were unlabeled and undated, so it is difficult to make conclusions. From the sequence of films, it looks like the cup became more vertical and probably more anteverted with possible/probable loosening. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to osteolysis. A review of the provided medical records by a clinical consultant stated the following comment: by report alone, a patient underwent revision acetabular procedure for osteolysis behind and abg 2 cup. The cup was revised to a competitive design. No medical records pre or postoperative were provided for review. X-rays were unlabeled and undated, so it is difficult to make conclusions. From the sequence of films, it looks like the cup became more vertical and probably more anteverted with possible/probable loosening. The revision procedures cannot be confirmed without additional medical information. Root cause: the root cause of the revision cannot be determined. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr notified (stryker rep) of patient needing revision surgery of an abg ii cup & +/- abg1 stem, due to osteolysis behind the cup. Primary surgery done in 1997/1998; exact date unknown. Stryker rep notified of case on (B)(6) 2024. Revision case on (B)(6) 2024. Case proceeded without delay; patient required cup only revision. Abg ii cup was revised to a depuy revision shell and dual mobility liner. Corin provided a bio-ball head and sleeve for the 6 degree taper abg1 stem.